Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: the air/water cylinder and the suction cylinder had no color; the screw stopper were replaced for preventive maintenance; due to deformation of scope connector cover, water tightness was lost; the cover of charged coupled device cable was damaged; due to burn on the plastic distal end cover, insulation resistance value at distal end does not meet the standard value; the connecting tube had a cut and the universal cord coating was peeling. Due to corrosion on switch cable, the switch does not work; the scope connector case unit, the circuit board unit in suction connector, the micro connector unit in suction connector and the plug unit had corrosion due to water leakage. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had an image with stripes. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the nozzle, the objective lens adhesive and the bending section cover were found with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
B3 & b5: additional information has been obtained and provided. H10: per the customer¿s response, reprocessing was performed (as per the instruction manual) before the device was returned to olympus. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material adhering to the nozzle, ob-lens, and a-rubber glue could not be identified. However, it¿s likely the cause is related to leakage occurring from the s-cover packing. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during a diagnostic procedure. The procedure was completed without delay.